Event description:
It was reported a patient experienced and was hospitalized for fluid in the lungs coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient underwent a thoracentesis. The patient reported that the surgeon believes that the buildup of fluid in the lungs was associated with pd therapy. It was not reported if there were any overfill events that occurred prior to this hospitalization. On an unreported date after the ¿surgery¿, the patient was transferred to hemodialysis therapy. At the time of this report, the outcome of fluid in the lungs was not reported. No additional information was requested but is unavailable.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported event until after the device had been serviced, a complete device analysis could not be performed. However, a review of the device logs revealed no failure or malfunction with the device that could have caused or contributed to the event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was determined to meet electrical and functional performance specification requirements per the homechoice rite (return instrument test/evaluation) testing. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.